Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg is displaying incorrect charge values. Troubleshooting has been unable to resolve the issue. The next course of action is unknown.

Manufacturer narrative:
Decision is not reportable as the patient was able to charge and continued to have therapy.

Event description:
Additional information indicates patient has been able to charge and continued to have therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.